Event description:
Patient receiving blood via port access device. Patient complained of pain & burning, area appeared edematous. Portogram revealed catheter fractured with segment in right atrium. Segement removed, no injury to patient.